Event description:
The user facility reported that the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no clinically significant delay, no adverse consequences and no medical intervention.

Manufacturer narrative:
Additional information: d9.

Event description:
The user facility reported that the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no clinically significant delay, no adverse consequences and no medical intervention.